Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 350 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient has heart and lung problems which was before the pump. It was also noted that the patient was in the hospital for 4 months on intravenous fentanyl and this was back in 2009 and they put the pump (initial pump implanted (B)(6) 2019) in at that time. It was also noted that the patient had a huge mass on their rectum area. They found the mass 4 years ago and it was 5 cm, so at that time they considered it a polyp. It was noted that the pump was right on top of this area. The patient also has a hernia right under pump. The patient has also had cancer markers. It was further reported that the patient had trouble with their personal therapy manger (ptm) connecting and the healthcare providers (hcp) were also having trouble connecting. The ptm didn¿t seem to be connecting and the hcp also had trouble interrogating with the ptm at their office. The patient started to have issue with the ptm since her car accident or ¿maybe before¿. The date of the event was not specified (day, month, and year unknown). It was also noted that the patient was punched in the stomach a year ago in 2018. It was further noted that the patient was also pushed three 3 times in the stomach and had a car accident four weeks ago. It was indicated that the seat belt had squeezed into pump. It was reported that they have not done x-rays or a CT scan at all. No patient symptom was reported. No further patient complications have been reported as a result of this event.